Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device confirmed the actuator is at its post t2 deployment position indicating a complete deployment. The ts and suture were also returned. Both ts are bent; no abnormalities were noted with the suture. The insertion needle is bent. The device was functionally tested for proper actuator advancement and cycling and was found to function. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. In addition the devices condition indicates the trigger was manually advanced causing the pre-deployment of t2.

Event description:
It was reported that both t1 and t2 deployed at the same time.